Event description:
As reported, the patient had an initial right tka on (B)(6) 2019. The patient has suffered with severe pain, swelling, and weakness in the right knee. Due to his cardiac conditions, the patient cannot go through another surgery. The patient has suffered permanent disability as a direct result of this event.

Manufacturer narrative:
Pending investigation. D10: 5451977 02-010-01-0330 - lgc femoral ps cem right sz 3. 5647832 200-02-35 - three peg patella 35mm. S006523 521-78-23 - threaded pin size 2.3 collared. 5429018 521-78-32 - threaded pin size 3.0 collarless. H7: z-0021-2022.

Manufacturer narrative:
H3. Investigation results- cat# 02-012-35-3011, lgc tibia ps mod insrt sz 3 11mm, sn (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H10. Additional/updated information- b3, d6b. No other information is available.

Event description:
It was reported that the patient was revised on (B)(6) 2023 approximately 4 years 5 months after implant for severe pain & swelling & weakness in the right knee. There is no other patient demographic or medical history available. There are no radiographic/CT images provided. No device return. No additional information is available.

Manufacturer narrative:
H11. Corrected data- information was received as an update on (B)(6) 2023 that the patient is not revised.

Manufacturer narrative:
Additional information: b5.

Event description:
Despite the revision operation, the patient continues to suffer from ongoing pain and symptoms in his right knee, which consequently caused an onset and a continuance of pain and symptoms in his left knee and lumbar spine. The patient suffers from a cardiological condition, which according to his medical advice, significantly increases the risk of death with any further operation undertaken, and as such, the patient is prevented from undertaking any surgical corrective action which may alleviate or remedy the effect of the defect.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3, b5, d1, d4, d10, g4, h4, h6, h11. D10: (B)(6), 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm, (B)(6), 02-010-01-0330 - lgc femoral ps cem right sz 3, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (b)(60, 521-78-32 - threaded pin size 3.0 collarless. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
As reported, despite the patient's previous right knee revision, the patient continued to suffer from ongoing pain and symptoms in their right knee, which consequently caused an onset and a continuance of pain and symptoms in his left knee and lumbar spine. The patient suffers from a cardiological condition, which according to their medical advice, significantly increases the risk of death with any further operation undertaken, and as such, the patient is prevented from undertaking any surgical corrective action which may alleviate or remedy the effect of the defect. The outcome is that the patient will suffer adverse effects.